Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. The proximal neck was short measuring less than 2 cm. It was reported that during follow-up on an unknown date there appeared to be a type ia endoleak at the level of the left subclavian artery. The endoleak was attributed to the short neck and there was not enough seal. The physician is performed a left common carotid to left subclavian artery bypass and placed a 38/38/100 valiant proximal extension at the level of the left carotid artery. This successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: stent graft was implanted in a patient with a proximal neck measuring less than 2 cm. Exact date of event is unknown.